Manufacturer narrative:
Motor error alarm occurred during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Unable to verify no delivery alarm due to motor error alarm. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the error alarm. Blood glucose level was 180 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.